Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided for meter. Dhrs for precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. A tripped trend review was conducted for the reported complaint and freestyle optium neo meter, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(4)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unknown.

Event description:
A customer reported a high readings issue with the adc blood glucose meter, as compared to another adc blood glucose meter. The customer experienced symptoms of dizziness and 'lights in sight", and was treated with honey by a third-party. Comparisons when plotted on a parkes error grid fell into the d zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc blood glucose meter, as compared to another adc blood glucose meter. The customer experienced symptoms of dizziness and 'lights in sight", and was treated with honey by a third-party. Comparisons when plotted on a parkes error grid fell into the d zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.